Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Available device data have been thoroughly analyzed. A ram dump was not included. However, follow-up data from (B)(6) 2023, documented that the capture control was deactivated automatically as a result of exceeding the maximum number of right ventricular (rv) loss of capture detections. The last successful ventricular threshold measurement was on (B)(6) 2023 which was four days after implantation. No lead failures were detected, lead impedance measurements in bipolar showed stable lead impedances around 500 ohms. However, ventricular threshold measurements were not successful, and the sensing tests showed a low sensing amplitude. In addition, further data analysis revealed that the ventricular pacing amplitude was programmed to 7v with a pacing rate of 130 bpm during follow-up. As a result of this high current program the device activated the eri battery status. However, the battery is not depleted based on the data available for analysis. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot be removed by reprogramming. Should further relevant information become available this investigation will be updated.

Event description:
During interrogation, device was not pacing. No adverse patient events were reported and device remains implanted. Should additional information be received, this file will be updated.